Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer ran controls on the current and standby elecsys vitamin d assay reagent packs on board the cobas 6000 e 601 module. The controls were within range on the current pack, but were outside of range on the standby pack. Controls were repeated on the current reagent pack and these were within range. The customer then ran a batch of 50 patient samples tested for vitamin d. During the patient sample run, the analyzer switched from using the current vitamin d reagent pack to using the standby pack. When validating results, the customer noticed that multiple patient samples were resulting with vitamin d values of > 175 nmol/l accompanied by a data flag and became concerned. The 50 samples were repeated and of these, 15 were found to have discordant results. All 15 samples initially resulted with values of > 175 nmol/l accompanied by a data flag were tested using the standby reagent pack. Of the 15 samples with discordant results, two had erroneous vitamin d results which were reported outside of the laboratory. The first sample initially resulted with a vitamin d value of > 175 nmol/l accompanied by a data flag, which repeated as 80.40 nmol/l. The second sample initially resulted with a vitamin d value of > 175 nmol/l accompanied by a data flag, which repeated as 62.10 nmol/l. No adverse events were alleged to have occurred with the patients. The serial number of the e 601 analyzer was asked for, but not provided.

Manufacturer narrative:
Calibration prior to the event did not indicate an issue. Qc run as samples showed discrepant results on the stand by reagent pack; which indicates bubbles/foam/film on the reagent. The alarm trace shows bubble/foam on the reagent alarm and a sample short alarm around the time the sample was run. The investigation did not identify a product problem. The cause of the event could not be determined.